Event description:
Patient reported wearing the pod for an unknown duration at the time medical attention was sought; however, patient reported the event was not related to the pod. Patient reported sensor readings were falsely low while actual glucose levels were elevated. Patient reported inability to perform confirmatory fingerstick testing due to lack of test strips and instead relied on values obtained by emergency medical personnel. Patient reported experiencing persistent vomiting, resulting in ambulance transport and hospitalization, with a reported diagnosis of diabetic ketoacidosis. Treatment included intravenous fluids and insulin. Hospitalization duration was approximately 2¿3 days. Exact dates of admission and discharge are unavailable as patient could not recall; patient reported the event occurred sometime in september of the previous year. For reporting purposes, 15 september 2025 was selected as the occurrence date. Patient attributed the event to inaccurate sensor readings and denied any relationship to the pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: data not available . Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: abbott freestyle libre 2 plus. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.